Event description:
The customer reported that the patient in the epos study allegedly required revision surgery to replace the acetabular and exeter femoral head.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Manufacturer narrative:
Corrected pt ID based on additional information. An event regarding malposition involving an exeter stem was reported. Conclusion: a review of the provided medical records and x-rays by a clinical consultant indicated that, in revision surgery, it is virtually always required to exchange the femoral head because at first exposure of the acetabulum is difficult with a femoral head in place and as such removal of a modular head is a no-brainer for most surgeons while at second a new cup requires a new femoral head to match cup size and at third optimal joint stability may require different neck length and/or offset. Femoral head exchange is thus a procedure related factor in revision surgery. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
Update: the patient reported, "one year of gradual sensation of hip being unstable." Date of original surgery was confirmed to be (B)(6) 2000.